Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 377860, lot# v006487, implanted: (B)(6) 2006, product type lead; product ID 377860, lot# v006486, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; (B)(4).

Event description:
It was reported that after the 'wires' were put in, they did not stay in place, so they were replaced. This was reported to have occurred shortly after implant.